Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is not retracting properly. They are only retracting about halfway. This occurred on 4 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation: the defect needle retraction failure could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. During DHR review there were 3 instances where the challenge samples were not noted as pass or fail (reject wedge challenge, plug depth attribute challenge and splay lube challenge), of which none were related to this incident. These non-recorded (pass/fail) challenges are been addressed by the qe. All other challenge, set up and in process samples were performed and all passed per specifications.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter is not retracting properly. They are only retracting about halfway. This occurred on 4 separate occasions but the date/time and or patient information is unknown. No serious injury or medical intervention was reported.